Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/03/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy along with salpingectomy and left oophorectomy procedure on (B)(6) 2016 and the barbed suture was used. The barbed suture broke during initialization of the suture line. The procedure was completed with other suture. There were no patient consequences reported. Additional information has been requested.